Event description:
It was reported that the ventilator is not switching on. There was no patient involvement. A power supply assembly was ordered by the customer.

Manufacturer narrative:
Date of report : 08jan19, date rec¿d by MFR: 07jan19. A power supply was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (c56) in the power supply, preventing the power supply from operating on alternate current power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.